Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced gastrointestinal bleeding in (B)(6) of 2015. The patient had ulcerations (site not specified) that were cauterized and the patient's inr goal was decreased. The patient also had a previously unreported history of gastrointestinal bleeding in (B)(6) of 2013. The patient also had ulcerations at the time that were cauterized and the patient was discontinued from aspirin.

Manufacturer narrative:
The event date is estimated based on the report that the patient had a gastrointestinal bleeding event in (B)(6) of 2015. The referenced embolic stroke was reported under medwatch MFR# 2916596-2014-02028. Approximate age of device - 2 years. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.